Manufacturer narrative:
Concomitant products: product ID: 977a275, serial#: (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2021, product type: lead. Product ID: 977a275 , serial#: (B)(4), implanted: (B)(6) 2016, explanted : (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), ubd: 18-sep-2019, UDI#: (B)(4); product ID: 977a275, serial/lot #: (B)(4), ubd: 08-jul-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for crps and spinal pain. It was reported that the patient had two cervical perc leads placed at a facility out of state, prior to relocating here. She noticed that her stimulation stopped working as expected, and that she was feeling stimulation much lower than it had been previously. X-rays revealed that the perc leads had migrated significantly. During surgical intervention it was discovered that the perc leads were not anchored. These were replaced with 977a2s and anchored appropriately. Patient had a fall, but is uncertain of when, and if it corresponds to the migration. Issues maintaining or delivering therapy migration or expulsion of device therapeutic response, decreased therapy delivery to unintended site inadequate therapy delivery to intended site no clinical signs, symptoms or conditions device revision or replacement therapeutic response decreased temporary impairment serious adverse event, not life threatening\complete recovery and/or return to baseline migration or dislodged.